Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line of an unspecified quantity of interlink system t-connector extension sets; further described as ¿when primed with fluids after about 5 to 10 minutes of sitting primed, the extension tubing was full of air¿. This was identified prior to use on pediatric patients. It was stated, the staff would observe the issue prior to use, re-prime and then after about 10 minutes, the tubing would fill with air again. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Sample was attached to an unknown set and had solution in the fluid path. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test including pressure test and clear passage test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.